Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address instability and poly wear. The tibial tray and femoral component showed secondary wear due to the poly being worn. It was reported that they patient fell about a year ago.

Manufacturer narrative:
The received devices were forwarded to commercialized product development for evaluation. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination(s). Review of the device history records did not reveal any related manufacturing deviations or anomalies on the reported lot numbers. With the information provided, the root cause of the fracture was likely the subsequent result of the fall, though this cannot be definitively determined. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.